Event description:
It was reported that a minimum fill notification intermittently occurred after the user filled the cartridge with 150 units of insulin during the load sequence. Additionally, it was reported that a cartridge change error occurred. The customer's blood glucose (bg) level was displayed as "high"; however, a specific value was not provided. The customer administered a manual injection to address elevated bg level. Reportedly, customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.